Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while attempting to peel away the introducer sheath, the final section of the sheath failed to come apart properly. As a result, the motion of removing the introducer resulted in the right atrial (ra) lead dislodging. The introducer was discarded, and a second one was utilized in order to reposition the ra lead. However, despite multiple attempts at repositioning, the ra lead exhibited noise and high thresholds. The lead was removed, and it was noted that tissue was inside the lead helix. A new lead was implanted. No patient complications have been reported as a result of this event.